Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system: controller d4: model#: 1420 / catalog#: 1420 / expiration date: (B)(6) 2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 11-nov-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power occurred due to the controller was 2 years old and was changed prophylactically in a clinical environment to avoid a controller fault alarm at home due to the internal battery. It was also reported that review of log file data revealed multiple ventricular assist device (vad) disconnect alarms occurred on two different controllers.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the log file review it was noticed that the controller exhibited a loss of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system- serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. Review of the device history record confirmed that the associated device met all requirements for release. Log file analysis associated with (B)(6) revealed one (1) controller power-up and associated pump start event logged on 17/dec/2024 at 09:29:16, indicating a loss of power to the controller. Review of (B)(6) data log file revealed that the controller was not in use prior to the event date; the first data point was logged on (B)(6) 2024 at 09:29:51 indicating that the controller power up likely occurred during the initial programming of the controller and/or the reported controller exchange. Analysis of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2024 indicating a physical disconnection of the driveline, likely due to troubleshooting during the reported controller exchange. Log file analysis associated with (B)(6) revealed several controller power up events without associated pump start events were logged since 17/dec/2024 starting at 10:35:32. Review of the event log file revealed that the controller (B)(6) was not in use prior to the power-up event, indicating that the power-up event likely occurred during the reported controller exchange attempt. Review of the alarm log file associated with (B)(6) revealed two (2) vad disconnect alarms logged on (B)(6) 2024 indicating that the controller was powered up without the driveline connected, likely due to troubleshooting during the reported controller exchange. As a result, the reported events were confirmed. Based on the available information, the most likely root cause of the reported events can be attributed to the initial programming of the controller and/or the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.